Manufacturer narrative:
Internal reference number: (B)(4). Jingwei, w. (2019). Therapeautic effect of anti-rotation proximal femoral intramedullary nail and anatomic locking compression plate in comminuted fracture of long segment of femur. (B)(6) academic journal. 10.13795/j.cnki.sgkz.2019.08.006.

Event description:
It was reported that on literature review "therapeutic effect of anti-rotation proximal femoral intramedullary nail and anatomic locking compression plate in comminuted fracture of long segment of femur", one patient suffered from osteonecrosis of the femoral head after surgery with the intertan system. It was not reported how the adverse event was treated. The current state of health of the patient is unknown. No further information is available.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the literature article was reviewed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the bone, surgical technique, injury, and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.